Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient did not recharge the implantable neurostimulator (ins) for a year due to not getting pain relief from scs therapy. The patient had surgery to resolve their pain issue since the scs did not help. This event started on implant (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the spinal cord stimulation system was removed. There were no further complications reported.